Event description:
It was reported that the bd eclipse¿ safety needles bd eclipse¿ needle plunger was difficult to push. The following information was provided by the initial reporter: "plunger is hard to push".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-mar-2022. H.6. Investigation: one photo and one sample were received by our quality team for evaluation. From the photo, plunger stop at approximate scale marking 0.62 ml from the photo, but the team was unable to determine difficult plunger movement. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The 1 ml syringe part is manufactured at bd canaan, and the bd canaan quality has conducted a supplemental investigation on this nonconformance. The sample was received with the opened package and the eclipse needle was missing. The stopper on the end of the plunger is not flat on the tip and is considered jammed. The plunger was slightly hard to push. The photo shows a loose 1ml luer-lok syringe with the plunger drawn back until the stopper rests at 0.6 ml. The tip of the stopper is not flat. A potential root cause for the jammed stopper defect is associated with the assembly process. H3 other text : see h.10.

Event description:
It was reported that the bd eclipse¿ safety needles bd eclipse¿ needle plunger was difficult to push. The following information was provided by the initial reporter: "plunger is hard to push".